Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The device will be returned to stryker product assessment center (pac) for further evaluation. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Section d9 returned to manufacturer on of initial MDR indicates: (B)(6) 2024 section d9 returned to manufacturer on of initial MDR should indicate: (B)(6) 2024 section h11 additional mfg narrative of initial MDR indicates: stryker evaluated the customer's device and was unable to duplicate the reported issue. The device will be returned to stryker product assessment center (pac) for further evaluation. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Section h11 additional mfg narrative of initial MDR should indicate: stryker evaluated the customer's device and was able to verify and duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The root cause of the reported issue was determined to be a disconnected cable between the therapy and power board. To resolve the issue, the technician re-seated the connection between the two boards. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.